Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (750-800 mg/dl) with high ketones and was treated in the emergency room with intravenous insulin and fluids. Reportedly, ketone level was identified as being dangerous/life threatening by health care provider. Customer left the emergency room on his own after four hours, not feeling well, and blood glucose at 250 mg/dl,